Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a device demonstration performed on an unknown date. According to the complainant, during a device demonstration the clip was unable to deploy. It was reported that the rep heard a clicking sound; however, the clip did not release from the catheter.